Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced an unknown error message which occurred an unspecified number of days after the sensor had been inserted in an unspecified location. According to the report, the patient experienced an unspecified error message on the cgm (continuous glucose monitor) display device while sleeping. There was no mention of cgm readings or alarms. The patient was asymptomatic prior to the incident. The patient was not conscious, so a friend called emergency medical service. The patient was treated with oral glucose gel and a glucose IV drip and recovered after treatment. No bg (blood glucose) or cgm values were documented for the entire event. The patient declined further medical evaluation. There was no further medical intervention. At the time of the report, the patient's condition was normal. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the app was manually closed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.